Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During an rf procedure, the generator displayed an error message. Troubleshooting efforts were unsuccessful and back up equipment was not available. The patient had already been given local anesthesia when it was decided to cancel the procedure. No additional medical intervention was required as a result. The procedure was completed 3 days later with alternate equipment.